Event description:
It was reported that an akreos mi60g lens was implanted in the pt's right eye on (B)(6) 2011. Approx 2 months post-op the pt experienced anterior and posterior capsule opacification. The surgeon performed an anterior yag on (B)(6) 2011 and treated the pt with diamox 250mg and photocoagulation with subtenon block. The pt developed a central retinal arterial occlusion subsequently causing permanent loss of vision in the pt's right eye. The surgeon determined that the pt's loss of vision was due to arterial occlusion and hence no further treatment of the capsular opacification.

Manufacturer narrative:
The lens remains implanted in the pt's eye. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.